Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had a blank screen while in us on a pt. The pt was not harmed or injured as a result of the event. Eval of the device has not been completed.